Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this pacemaker showed one and a half years during the mid year then the device had reached end of life (eol) during the latest device check. It was noted during analysis that the device was programmed with autocapture on. Furthermore, the patient was symptomatic. Additional information indicated that the patient symptom was unknown if this was device related. This pacemaker was explanted. No additional adverse patient effects were reported.